Event description:
According to the reporter, the day after the creation of stomach pouch in a laparoscopic sleeve gastrectomy, the patient had post-operative blood leak. There was blood loss of 500cc or more which resulted to blood transfusion. The patient hospitalization was extended for three days.

Manufacturer narrative:
Concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler; (lot#: p2f0340) egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n1b0274y); 030458, 030458 endo gia r/or 60 3.5mm (lot#t1k106x); 030458, 030458 endo gia r/or 60 3.5mm (lot#: t2b112x); 030422, 030422 endo giaii 45 3.5mm dlu x6 (lot#: p1f1520). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, eight video clips and five legacy loading units were provided. Visual inspection noted a device with closed jaws. The device jaws were opened and were partially clamped over tissue. Advancement of device I-beam was also noted through the slot of the shipping wedge resting slot. Surgical fluid was on staple line performed by device. It was reported that there was unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.